Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, functional testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the touchscreen on the patient therapy controller (ptc) was not functional, and that the screen has a hairline crack.